Event description:
It was reported that stent movement on balloon occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous left renal artery. After a journey guide wire crossed the lesion, a 4.0mmx15mmx150cm express¿ vascular sd stent was advanced but was unable to cross the lesion. The device was removed from the patient and it was noted that the stent moved on the stent delivery system (sds) balloon. The lesion was dilated using a sterling balloon catheter and the procedure was completed. No patient complications were reported and patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).